Event description:
Customer reported a low blood glucose reading of 51 mg/dl. Customer treated with glucose tablets and food. Later, he received another low blood glucose alert and the reading was at 71 mg/dl. He stated that the drive support cap appeared to be normal and recessed. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump had not been exposed to a strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.